Event description:
Thank you! My bll story is this: implanted 2010, 3 months later, awoke with what I was told was bell's palsy, but here in 2019 it still isn't resolved. Fast forward to 2014-diagnosed with fatigued, fibromyalgia, polyarthralgia and polyarthritis (none of which run in my family.) In 2015- episode of syncope, weight gain, extreme fatigue, severe brain fog, burning pain inside of bones, etc. 2017-dcis breast cancer 2018-ovarian mass and full hysterectomy 2019-new mass/undetermined, lymphocytic colitis, gastritis, rare h pylori infection (all os these I am being treated for as I wrote this.) I am awaiting an appointment with a urologist because the new, palpable mass that my oncologist, myself and gi can see and feel didn¿t show on my contrast CT scan. I was told this is due to it being "in an organ", not outside it. Additional note: I had marco plastique bladder support in 2015, due to incontinence, but now know that's silicone too. I have horrible, anaphylactic allergies and cant help but wonder if silicone is why. I do not recognize myself in the mirror and the list goes on. I also have a genetic mutation that's occurred. I have my full medical records on a word if I could attach a word document. Too many tests since implanting in 2010 to list. I was healthy athlete before and now am fighting just to be able to work. I've had weird rashes that resulted in scarring on my upper back and chest. My chest is always hot to the touch, etc. FDA safety report ID # (B)(4).